Event description:
It was reported that during a bariatric procedure, the black footswitch cable was giving intermittent activation and an error code 6. The case was completed with hand activation. No patient consequence was reported.